Event description:
Additional information was received. It was clarified that there was no leak. The cause of the water flow and the resistance encountered was not determined. The micro guidewire used was not a medtronic product. The lesion being treated was an ophthalmic artery aneurysm.

Manufacturer narrative:
Updated: b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
¿Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803.¿ product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The guidewire used during the event was not returned. Visual inspection/damage location details: the echelon-10 total length was measured to be 155.8cm. The echelon-10 useable length was measured to be 148.2cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub, body or distal tip. The distal tip appeared to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports) the echelon-10 micro catheter was flushed; water exited from the distal tip. One in-house 0.0165¿ guidewire was able to pass through the echelon-10 micro catheter hub; subsequently through the inner lumen exited distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, or insufficient catheter flush. The model and lot numbers for the unknown guidewire were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that ¿water flowed out¿ refers to water dripping from the normal lumen at the distal end of the microcatheter, not from a damaged position. This does not indicate that the catheter was damaged or broken. MDR decision correct to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when flushing the microcatheter with a syringe after removal, water flowed out from the distal end of the microcatheter. However, when switching to high-pressure infusion, no water came out from the tip of the microcatheter. Later, an attempt was made outside the body to pass the micro guidewire through the microcatheter; the micro guidewire could pass through, but it could not be rotated within the catheter. A new microcatheter was then used instead to complete the procedure. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery.